Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly does not turn on with strip, and the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a low/dead battery. After pa replaced the meter's battery, the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.